Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that after several attempts, the surgeon could not access the scala tympany due to a completely ossified cochlea. The surgeon decided to keep the device receiver implanted and to gently put the active electrode inside the mastoid cavity, aiming to retry the insertion at a later point in time. Since the pt can still benefit from an ipsilateral hearing aid, it was finally decided to remove the implant completely. Thus, the pt was explanted on (B)(6) 2012.